Manufacturer narrative:
The customer's meter was returned for investigation. The shielding plate of the meter was loose inside the meter. The meter was tested with a retention battery, retention test strips (lot 475312) and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 45 mg/dl, 44 mg/dl, 45 mg/dl, level 2: 299 mg/dl, 298 mg/dl, 297 mg/dl. All returned results are within acceptable range. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received an erroneous result for one patient tested with accu-chek inform ii meter serial number (B)(4) . The customer also stated that the meter rattles badly when moved and the battery was bulging. At 6:10 a.m., a sample was collected from the patient and tested with a laboratory method, resulting as 112 mg/dl. At 7:39 a.m., the patient was tested with meter serial number (B)(4) and the result was 111 mg/dl. At 11:37 a.m., the patient was tested with meter serial number (B)(4) and the result was 109 mg/dl. At 3:25 p.m., the patient was tested with meter serial number (B)(4) and the result was 108 mg/dl. At 9:08 p.m., the patient was tested with meter serial number (B)(4) and the result was 421 mg/dl. At 9:15 p.m., the patient was tested with a second accu-chek inform ii meter (serial number (B)(4)) and the result was 109 mg/dl. At 10:00 p.m., a sample was collected from the patient and tested with a laboratory method, resulting as 115 mg/dl. Based on this result, the customer stated that the earlier result of 421 mg/dl was confirmed to be erroneous. No adverse events were alleged to have occurred with the patient. The customer stated as the majority of results for the patient had been near 100 mg/dl, the patient was not treated based on the result of 421 mg/dl. The staff repeated testing on the patient and received results that were similar to the rest of the results. Controls tested on meter serial number (B)(4) at 7:29 a.m. And 7:30 a.m. Passed. The customer's product was requested for investigation and replacement product and battery pack was sent to the customer. The customer stated that the test strips used for both meters are now gone. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.